Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was not duplicated. Then, the subject device will be transferred from sorc to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the endoscopic image was blackout after noise was occurred when tension was applied to the camera cable. After that, when tension was applied in the same way, but the reported phenomenon (no image) was not duplicated. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device connected to the otv-s300 which was omsc asset and found that the reported phenomenon was not duplicated, and also found that there was no abnormality on the cable unit of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information and the investigation result, omsc considered that the reported phenomenon was attributed to the temporary failure of the communication between the video processor and the subject due to foreign object adhering to the contacts of the video connector since this phenomenon occurred only once. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of "g3: date received by manufacturer" in the initial report submitted on (B)(6) 2021. "G3: date received by manufacturer" should be april 15th, 2021, and not april 2nd, 2021 as previously reported.